Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill, or low draw of a tube with blood. The following information was provided by the initial reporter: the customer experienced under filling when using vacutainers. The customer complained of having low vacuum issue with bd vacutainer sst tube.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer experienced under filling when using vacutainers. The customer complained of having low vacuum issue with bd vacutainer sst tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was observed. We are reviewing specific areas in the manufacturing process where the cause of this issue may have originated to identify improvements that will help reduce the occurrence of underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.